Event description:
It was reported that a single-piece preloaded multifocal intraocular lens (iol) in the patient¿s right eye developed posterior capsule opacification (pco). The event was identified during a postoperative examination. The pco was treated with a yag laser capsulotomy prior to the patient¿s enrollment in the study. The iol remains implanted, and no patient harm was reported. Additional information indicated that the preoperative refraction was +2.25 -0.50 × 090, and the postoperative refraction was +0.25 -0.25 × 180. Both preoperative and postoperative bscva were 20/20. It was unknown whether the patient lost any lines of visual acuity. It was also unknown whether the patient was over- or under-corrected, and the intended refractive target was not provided. No pre-existing conditions affecting iol power calculation were reported. The patient¿s daily activities were not affected. No unplanned surgical interventions such as incision enlargement, sutures, or vitrectomy were required. No medications outside the standard of care were prescribed. The final patient outcome was not reported. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.